Event description:
It was reported that the device was not helping with the patient¿s urinary issues. The patient stated ¿I can¿t pee¿ and that stimulation was very uncomfortable. Since four days ago, the patient was on program 2 at 0.65 v. It was noted that the patient was going to wait for her doctor to have the doctor change the program. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va06j7n, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).